Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide maude report (B)(4) attachment and to provide the completed investigation results. Terumo tmc performed a maude search on july 24, 2021. Report number 11796611 was found and was confirmed to be of the same reported event, and therefore the maude report has been provided. The complaint cannot be confirmed since the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex : no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - associate clinical data analyst. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "when preparing procedure, or scrub tech opened angio-seal 6 fr. Package and it was missing a sheath dilator. Procedure was left heart catheterization, femoral artery closure." There was no patient involvement, happened prior to surgery.